Event description:
It was reported a patient underwent a surgical procedure consisting of mandibular manipulation to create a tmj. Rhbmp-2/acs was implanted during the surgery. Post-op, the patient has developed severe pain and problems breathing. Reportedly, the doctor "does not know what is wrong with her." No additional information was provided.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.